Manufacturer narrative:
No device was returned for evaluation. Submitted pictures are of insufficient quality, and do not display the mating surfaces of the mas and set screw. Inconclusive; unable to determine root cause from the available information.

Event description:
It was reported that the patient underwent an unspecified posterior spinal fusion procedure. An unknown time post-operatively a rod slipped and the patient required a revision surgery. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.